Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was infected and erosion was noted. No cultures were performed, however, the physician suspected staphylococcus aureus. The system was extracted. No further patient complications have been reported as a result of this event.